Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150 j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. The patient was in the hospital at the time of the event. Per review of the event, the patient was in svt at 150 bpm degrading to vt from 180 to 200 bpm at 08:46:30 pm on (B)(6) 2018. Motion artifact prevented the patient from being treated by the device. The patient was in vt for 70 seconds before the rhythm self-converted to bradycardia at 30 bpm with CPR artifact. The patient's rhythm transitioned to a sinus rhythm/svt until approximately 09:18:15 pm. Bradycardia was detected at 09:27:03. The device detected asystole at 09:31:42 and the ECG showed bradycardia from 20 to 40 bpm with motion artifact until the electrode belt was disconnected at 09:40:34 pm on (B)(6) 2018. The patient was in vf/vt for approximately 3 minutes. The rhythm was not detected or treated due to a variable rate from 200 to 140 bpm, which fell below the treatment for threshold and motion artifact. The rhythm degraded to asystole at around 10:46:49 pm until the device was shutdown at 10:49:04pm on (B)(6) 2018.